Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. It was noted that the lead had a history of noise. The lead was explanted and replaced. The patient was doing well post procedure.